Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue of pads not registering and displaying a pad lead fault could not be duplicated during testing. Log review showed the device did not detect a patient impedance signal, and no faults that would suggest a device malfunction. The device was fully tested, including a defibrillation cycling using the returned multifunction cable (mfc), and the device functioned as expected. The mfc cable and mfc receptacle on the device were replaced as a precaution. The device was recertified and returned to the customer. The event electrode pads were not returned as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect the attached electrodes. Another device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.